Event description:
It was reported that a self test of the external pulse generator (epg) was interrupted upon start up, and then an error displayed. Technical support (ts) suggested the battery be removed to reset the epg and to then turn on the device again. This was done and the epg is now working as expected. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).